Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain and there were suspicions for not capturing due to possible junctional beats. The im plantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.